Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable prolactin results for one patient sample. The initial result from the primary tube was 34.24 ng/ml and was reported outside the laboratory. The sample in a secondary tube was repeated on (B)(6) 2014 in another laboratory using imunomeric clia, and the result was 23 ug/l. The sample in the primary tube was repeated on (B)(6) 2014 and the result was 33.32 ng/ml. The sample in the primary tube was tested on (B)(6) 2014 in another laboratory on a cobas e601 analyzer and the result was 30.95 ng/ml. There was no allegation of an adverse event. The prolactin reagent lot number was 174963. The expiration date was requested, but was not provided.

Manufacturer narrative:
Additional information was received stating the repeat testing performed on (B)(6) 2014 in another laboratory was done on a unicel (beckman coulter). A specific root cause could not be identified as the patient sample was not available for further investigation. Possible causes include sample specific issues such as interference or macro prolactin influence or possible contamination of the sample aliquot.